Manufacturer narrative:
The certitude delivery system was returned fully inserted through the 18f sheath. Procedural imagery provided by the site showed a calcified annulus. Visual inspection revealed the balloon burst radially with no missing material. Two kinks were observed in the guidewire lumen. A kink was observed 11.5cm from the distal tip. Due to the condition of the returned device functional testing was unable to be performed. Dimensional inspection revealed all areas were within specification. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the delivery system is visually inspected and tested several times. During manufacturing the device balloon component was 100% inspection. During the final inspection , the device underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst withdraw difficulty were confirmed based on returned device evaluation. However, no manufacturing nonconformities were found in the returned sample. A review of dimensional and visual inspection revealed no indication of a non-conformance. A detailed root cause analysis for similar returned complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported in this complaint, during valve deployment, the certitude delivery system balloon burst radially at full inflation with nominal volume and as per medical opinion, the cause of the balloon burst was probably an important calcification above the stj. Additionally, based on the imagery provided by site, calcification was present on the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. As reported the certitude delivery system was pulled out as carefully as possible, but a partial vessel dissection occurred, which had to be repaired and stented. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Available information therefore suggests that patient factors (stj calcification) and procedural factors (withdrawal of burst balloon) likely contributed to the complaint event. The technical summary is applicable to this complaint because calcification was present in native annulus and could have caused the balloon to burst. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during implant of a 26 mm sapien 3 valve in the aortic position via brachiocephalic trunk approach the balloon burst at the end of inflation with nominal volume. The valve was implanted successfully. During removal a vessel partial dissection was observed. Surgical intervention was required, and a stent was implanted. The patient was in stable condition post procedure. Per medical opinion, the event was likely due to patient factors (calcified stj).